Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that keypad does not work of the insulin pump. The customer¿s blood glucose level was 9.4 mmol/l. The customer also stated that 3 buttons esc/b/act of the insulin pump are unresponsive. Time was advancing when customer was advised to observe time clock for one minute to verify if time was advances. The customer was advised that the insulin pump needed to be replaced and to discontinue use of the pump and to revert to the backup plan. The insulin pump will not be returned for analysis.